Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 573 mg/dl at the time of the event. Prior to the event, the insulin pump alarmed no delivery. The customer stated that the event was caused by gastroparesis and was not related to the insulin pump. Nothing further was reported.